Event description:
It was reported that a liner tear of the 14f isleeve introducer sheath occurred. Procedure summary the native aortic annulus was 23mm in diameter with no tortuosity. Calcification was noted on the non-coronary cusp (ncc). Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. A safari2 guidewire was advanced into position. An accurate neo2 valve was loaded onto an accurate neo2 transfemoral delivery system (tf ds) in accordance with the instructions for use. The accurate neo2 tf ds was advanced into the patient and the accurate neo2 valve was successfully implanted to treat the native aortic annulus. The accurate neo2 tf ds was removed from the patient with no issues noted. The patient's hemodynamics were assessed and the safari2 guidewire was exchanged with a pigtail catheter. The pigtail catheter was placed in the ncc and then was removed. The hemodynamics of the patient remained good, and the procedure was completed. While the physician was attempting to remove the 14f isleeve introducer sheath it was noted that there was a liner tear along the long axis of the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was able to be removed from the patient. Patient status: no patient consequences were reported.

Event description:
It was reported that a liner tear of the14f isleeve introducer sheath occurred. Procedure summary: the native aortic annulus was 23mm in diameter with no tortuosity. Calcification was noted on the non-coronary cusp (ncc). Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced into position. A safari2 guidewire was advanced into position. An acurate neo2 valve was loaded onto an acurate neo2 transfemoral delivery system (tf ds) in accordance with the instructions for use. The acurate neo2 tf ds was advanced into the patient and the acurate neo2 valve was successfully implanted to treat the native aortic annulus. The acurate neo2 tf ds was removed from the patient with no issues noted. The patient's hemodynamics were assessed and the safari2 guidewire was exchanged with a pigtail catheter. The pigtail catheter was placed in the ncc and then was removed. The hemodynamics of the patient remained good, and the procedure was completed. While the physician was attempting to remove the 14f isleeve introducer sheath it was noted that there was a liner tear along the long axis of the 14f isleeve introducer sheath. The 14f isleeve introducer sheath was able to be removed from the patient. Patient status: no patient consequences were reported.

Manufacturer narrative:
G1 MFR contact first name changed from (B)(6) to (B)(6). G1 MFR contact last name changed from (B)(6) to (B)(6). Media review: xray media was provided to assist in the investigation and was reviewed by a bsc quality engineer. Two xray videos of the 14f isleeve introducer sheath in the patient were received. The first video consisted of the the 14f isleeve introducer sheath along with the guidewire used in the procedure. The second video showed the guidewire next to the radio-opaque tip of the 14f isleeve introducer sheath. Rather than going through the tip of the 14f isleeve introducer sheath, the guidewire appeared to be outside of the tip beside the 14f isleeve introducer sheath. This indicates that the guidewire had torn through the 14f isleeve introducer sheath. The 14f isleeve introducer sheath is not radio-opaque, it cannot be clearly seen under xray imaging. It is undetermined from the videos whether a tear was present on the 14f isleeve introducer sheath, however; since the guidewire was confirmed to be outside and beside the 14f isleeve introducer sheath rather than in/through it, it is most likely that the 14f isleeve introducer sheath did tear.